Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed as the suture was broken. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event was reported by the sales representative. The healthcare facility is: clinique du monteggia - (B)(6). Imdrf device code a0401 captures the reportable event of suture break. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Investigation results the returned speedband superview super 7 (handle and the ligator housing) was analyzed, and a visual evaluation noted that the ligator housing still had four bands attached, the reported event was confirmed. The suture thread had been fully unfolded from the ligator housing and it still had the seven bands attached. The handle slot had the trip wire inserted. The suture thread contained the seven knots. The teeth and the suture hole of the ligator housing were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents were felt at each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the suture was fully unfolded and the ligator housing still had four bands attached, indicating a failure to deploy. The suture, however, was in good condition and the reported event of suture break cannot be confirmed and was assigned as "no problem detected". It is possible that the functionality of the device has been affected in some way; perhaps the manipulation or the technique used, could have contributed to the reported event. A labeling review was performed and, from the information available, the device was used per the instructions for use (IFU) / product label. It is possible that the functionality of the device has been affected in some way; perhaps the manipulation or the technique used, could have contributed to the reported event. Based on the information available, the investigation concluded that, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
This event was reported by the sales representative. The healthcare facility is: (B)(6). Imdrf device code a0401 captures the reportable event of suture break. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed as the suture was broken. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.